Event description:
A malfunction alarm, specifically malfunction 12, was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided guidance on resetting the pump, after which the issue did not recur. The customer was advised to continue using the pump and to report any future malfunctions.